Event description:
It was reported that during a biopsy procedure, the driver initially displayed an error code. It was further reported that the driver started to sample on its own and stopped after a while by it's self. Reportedly, the machine was restarted and was able to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the driver initially displayed an error code. It was further reported that the driver started to sample on its own and stopped after a while by it's self. Reportedly, the machine was restarted and was able to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history records and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver serial number (B)(6) was received at the bard medical south africa. The encor driver was visually inspected upon receipt and was found to be not damaged. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device unintended movement issue. The root cause for reported device unintended movement issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.